Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing uncomfortable stimulation in the legs when amplitude is turned up high. Reportedly, reprogramming has been attempted to no avail. Furthermore, the patient is dissatisfied with the scs system and plans to discuss further options with her physician. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted.